Manufacturer narrative:
The tandem t:slim pump user guide recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10-15 minutes), and also avoiding frequent full discharges. The device has been received for eval. However; the eval is not yet complete. A supplemental report will be submitted upon completion of eval.

Event description:
It was reported that the pump battery was not charged and the pump shutdown. When the pump was turned back on, customer reset the date and checked pump history which indicated data log corruption. There was no reported impact to the customer's blood glucose level.